Event description:
Caller reported a malfunction on pump with malfunction code 'malf 1.' There was no adverse impact to customer's blood glucose level. Despite an attempt to reset the pump, the issue persisted, prompting technical support to assist with resetting attempts and further instructing the caller on storage mode prior to pump return. Technical support arranged for a replacement pump to be sent, equipped with updated software. Customer was advised on returning the faulty pump to avoid charges and informed they needed to program and connect their settings and cgm to the replacement pump. A backup therapy using mdi was planned to ensure continued insulin delivery.